Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 200mg/dl, 128mg/dl, 114mg/dl, 107mg/dl and 105mg/dl. Quality controls were expired. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.